Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported via a spirit trial that a dissection occurred in the proximal part of the deployed xience v stent implant. Percutaneous coronary intervention was done to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - dissection as listed in the xience v IFU, is a known adverse event associated with coronary stenting dissections is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states "implanting a stent may lead to dissection of the vessel distal and or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." However, a conclusive root cause for the reported patient effect and the relationship to the device, if any, cannot be determined.